Event description:
It was reported via repair work order that the head end lift was elevated and would not lower due to damaged lift sensor coil cord. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.